Manufacturer narrative:
It was reported that during a plantar fasciotomy and resection of bone spur, after skin incision and after surgical site was opened with hemostat, the #15 surgical blade (from custom surgical tray) was used to resect deep tissue from around the bone spur. Reportedly, the surgical blade broke while resecting tissue around bone spur. During inspection prior to use, it was denied that there were there any issues noted at that time. It was also denied that excessive force was applied to or against the blade. After the broken pieces of the surgical blade reached the surgical site, the incision was extended and a hemostat was used with the aid of fluoroscopy to remove the broken blade. No impact to the patient or to the procedure was reported. No tests or treatment was required related to the reported incident. The patient was under monitored anesthesia care at the time of the incident and procedure took 15 minutes longer. The patient is reportedly recovering as expected. Due to the reported incident of surgical blade breaking and the medical intervention required to retrieve the broken pieces from the surgical site, this medwatch is being filed. The sample was returned for evaluation and complaint was confirmed. The surgical blade broke at the top of the cut out that is used to connect the blade to the handle. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the surgical blade broke into the surgical site and was successfully retrieved through aid of hemostat and fluoroscopy.